Event description:
Pt on vv ECMO, flows dropped to 1.7, so fluid bolus was started but flows did not improve. A few minutes later the pump started making a grinding noise, not associated with the actual machine, but with the disposable circuitry and forward flow was no longer present. Physician and perfusion were at bedside. New circuit called for immediately and new system was applied by physician. Sao2 did not fall below 87%. Pt bagged during event on 100% fio2. Duration, 78 hrs. Event abated after use stopped or dose reduced? Yes. Used in conjunction w/ maquet quadrox d oxygenator for vv ECMO.